Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/17/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit was declaring a "checking vent" alarm and the device could not be powered off. The fse checked the device event log and found the unit declared a 35 volt failure, an auxiliary alarm failure and a blower stall. The fse replaced the power management and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the touchscreen was frozen and the unit was alarming. There was no patient involvement.